Event description:
As reported, (B)(6) 2012, a pt of unk gender and age presented for an endovenous laser treatment procedure. When the fiber was retracted after successfully completing the vein ablation, it was noted the tip of the fiber was fractured. The tip was successfully retrieved by the treating physician. It was reported there was no harm or injury to the pt due to this product problem. The reported device is available for return to the MFR for eval.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specs. It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date, the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).